Event description:
Country of complaint: (B)(6). Ceramic broke in surgery. There is a possibility that a part of ceramic remained in patient's body. This product was purchased on (B)(6) 2012 and it was used over the recommended usage times. Though there is a possibility that the cause of breakage is a related to aging degradation. Involved components: pm9734/insulated outer tube 5/5mm 310mm. Pm450r/handle for bipolar instruments.

Manufacturer narrative:
The 510k/PMA# k001330/k003608. Manufacturing site evaluation: DHR has been checked and was found to be according to the specifications. No other complaints within this batch on file. Most likely mechanical overload caused the ceramic breakage. Failure is most likely user related. There are no indications of material or product deviations. Involved components: pm973r. No deviations found; did not contribute to breakage. Pm450r. No deviations found; did not contribute to breakage.